Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the pump display screen was very difficult to read in light and was only legible in dark areas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 10/07/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/17//2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the initial complaint, the keypad was observed to be torn over the down arrow. All of the keypad buttons responded properly. The keypad was removed and the down button contact was observed to be inverted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.